Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning, capture management has gone to high output condition, and there was high impedance. Also there were a "questionable number" of mode switch episodes. The lead remains in use. No patient complications have been reported as a result of this event.